Event description:
It was reported that the customer experienced an issue where the pump would heat up during use. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.